Event description:
Outbound, mom reported 2 episodes of leaking tubing ext set 60" minibore w / 0.2 mic, lot 57x482. No further details given. Diagnosis or reason for use: pph. "Is the product compounded: no, is the product over-the-counter: no."